Event description:
It was reported that a patient underwent an emergency surgery for appendicitis on (B)(6) 2013 and suture was used to close the anterior rectus fascia. Post-procedure, while still in the hospital, the patient received IV zosyn for infection for four days and morphine and dilaudid for pain. The patient reports she noticed the lower abdomen protruding and a large lump under the incision. She also reports she had pulling pain and discomfort when doing abdominal workouts. The patient was seen by a second surgeon to evaluate. A revision procedure was done on (B)(6) 2014, including removing all the scarring under the incision, liposuction to remove the lump and stitching the rectus abdominus together, which had been split vertically. The second surgeon reported to the patient that he saw no evidence that the abs were sutured in the original procedure. The patient reports the appearance of her abdomen is now dramatically improved. The patient and her surgeon opine that there was nothing wrong with the sutures used in the first surgery.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.